Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320 was confirmed during product evaluation. The root cause of this condition was assigned to a defective main speaker harness. The main speaker harness was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing; the 'open' key was not functioning and the user interface printed circuit board channel a was changed & pump passed subsequent testing and was then found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 500:320. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.